Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was inserted and advanced to the mitral valve. However, it was observed air entered the sgc. The air was evacuated and the stopcock was closed, but air still entered the sgc. Therefore, the sgc was removed and replaced. The procedure was continued and a clip was successfully implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and without the device to analyze, a cause for the reported leak/splash associated with air in the sgc could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.